Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Peritonitis was manifested by abdominal pain, nausea, vomiting and cloudy effluent. The cause of the peritonitis was reported to be performing therapy with a minicap that had a misplaced sponge. On the same day, the patient was hospitalized for the event. Treatment for the event was not reported. Five days after being admitted to the hospital, the patient was discharged. At the time of this report, the patient was recovered from the peritonitis event. During the same month as the hospitalization, pd dialysis therapy was suspended. Pd therapy was resumed and was ongoing at the time of this report. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.